Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a "base hardware failure" error and a broken syringe plunger driver. The reported product fault occurred during testing, there was no patient involvement.

Manufacturer narrative:
D4 - primary UDI number; corrected. D9: date returned to mfg.: 4/9/2024. H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, chipped and broken top case corner, right plunger head case, and battery door. Base hardware failure found in the event history log (ehl). The complaint was verified at start up and visual inspection. The interconnect board is not operating correctly, and the device was mishandled by a customer causing a broken syringe plunger. Interconnect board and plunger assembly were replaced. The device passed all functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.